Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary tower door 2 failed when trying to retrieve a medication. A field service engineer changed out the old latches with the new version to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, accessing medications or inventory in door 2 causes the screen to return to the home screen, followed by a ¿storage recovery¿ error requiring door recovery. However, there were no adverse events or injuries reported based on this event.